Event description:
It was reported by service report that the footboard modules were loose with broken tabs, and the auxiliary power cord was loose. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: cracked siderail panel. Loose auxiliary power cord.